Event description:
Caller reported aviva system blood glucose results 216 mg/dl and 96 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Agent did not collect the date of birth, age, and weight information or any medical devices and medications. It was unknown if the initial reporter sent report to the FDA.